Manufacturer narrative:
Date of event was approximated. The patient reported the fever in (B)(6) 2019. The referenced driveline infection was reported under medwatch MFR report # 2916596-2019-00944 and medwatch MFR report # 2916596-2019-00947. Approximate age of device ¿ 2 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2019. It was reported that the patient developed bacteremia secondary to driveline infection. In (B)(6) 2019 the patient called reporting fever. The patient was admitted, and blood cultures obtained. Antibiotics were initiated but was unable to resolve the blood cultures. The patient suffered unrecoverable stroke secondary to bacteremia. Support was withdrawn. The pump was reported to have operated as expected. The device would not be returned.

Manufacturer narrative:
Investigation summary: a specific cause for the reported bacteremia, stroke, and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. It was reported that the patient developed bacteremia secondary to driveline infection. In (B)(6) 2019, the patient called reporting fever and was admitted. Blood cultures were obtained and antibiotic treatment was initiated; however, the bacteremia was unable to be resolved. The patient ultimately suffered an unrecoverable stroke secondary to the bacteremia. Support was withdrawn and the patient expired on (B)(6) 2019. The pump reportedly operated as expected. It was reported that the device was retained by the hospital and would not be returned for evaluation. The heartmate ii lvas IFU lists stroke, infection, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.